Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient did not like the rings. Clinical reason patient wanted lens out. The iol was exchanged for light adjustable lens 03 months 28 days following the initial implant procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.